Event description:
Ous MDR - after an implantation period of approx. 52 months, oversensing on the rv channel with inappropriate therapy, due to an insulation breach, was reported.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. The memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms, the occurrence of noise was observed in the right ventricular channel, which led to two vf detections with one shock delivery. However, a thorough analysis of the ICD proved the device to be fully functional.the analysis of the lead revealed multiple signs of wear along the lead fragments. 8.5 cm and 7.5 cm proximal to the lead tip, the insulation was found rubbed through. These damages can be considered to be the root cause of the clinical observation.the characteristics of the damages indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subjected to severe mechanical stress in the implanted state.causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had an impact on the wear out of the lead. These factors may have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the lead's motion. Furthermore, tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. In conclusion, the clinical observation was confirmed during analysis. However, the ICD proved to be fully functional. There was no indication of a device malfunction.